Event description:
It was reported that during the procedure the bone screw was used according to the surgical technique, however it passed through the pre-drilled hole in the shell. When the screw was retrieved, it was noticed that the head of the screw was broken off. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: 00625006535 / trilogy bone scr 6.5x35 / j7583517. G2: canada. Multiple MDR reports were filed for this event, please see associated reports: screw: 0001822565-2024-00209. Visual examination of the returned product identified screw is fractured around the circumference of the head. Fractured piece(s) were not returned for evaluation. Hex shows nicks and gouges from use. Distal threads and taper below head show deformation and witness marks from insertion. No other damage was noted. Visual review of the shell tm surface and inner spherical surface show bio debris, nicks, and scratches from attempting to implant. Cluster holes note one hole with damage from the screw. Tm pad is deformed around the hole from the screw passing through. The metal side of the hole shows deformation. No other damage was noted. This complaint was confirmed based on the damage to the shell hole indicating the screw passed through. DHR was reviewed and no discrepancies related to this reported event were found. A definitive root cause cannot be determined. It is unknown whether the screw broke during insertion causing the fit/mate issue, or the screw broke during explant. The surgeon only noted it was broken after it was retrieved. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.